Manufacturer narrative:
The eplex base analyzer serial numbers were (B)(6). The investigation did not identify a specific cause of the event. No analyzer malfunction was observed, and the eplex instruments (serial # (B)(6)) were working within design specifications. The issue was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay.

Event description:
There was an allegation of questionable results using the gm eplex resp pathogen 2 panel eua for 1 patient sample on an eplex system. It was reported that influenza a h3 was detected using analyzer serial number (B)(6), and there was no signal found for the influenza a target. The sample was retested using analyzer serial number (B)(6), and only influenza a h3 was detected, and there was no signal found for the influenza a target.